Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to symptomatic pelvic organ prolapse. It was also reported that following insertion the patient experienced pain, extrusion, infection, urinary problems and recurrence. It was further reported that patient underwent mesh revision on (B)(6) 2011 due to pelvic pain and removal on (B)(6) 2012 due to pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
No additional information was provided.